Manufacturer narrative:
Investigation: two (2) samples and two (2) photos were received from the customer for investigation. One of the returned samples was returned in a sealed blister pack. The needle was pulled on using a needle nose pliers and was not able to be removed. The second (2nd) sample was attached to a syringe and was not shielded. The needle is not present in the safety glide needle hub. A needle was also found to have been returned in the canister. Two (2) photos were also provided by the customer. One (1) photo shows the top web providing the material code and description. The second (2nd) photo shows a syringe with a loose cannula laying next to it. Insufficient epoxy rundown into the hub well could be caused by an occlusion or clump in the epoxy, a higher viscosity of the epoxy or the caterpillar belts not pulling the needle out which resulted in the epoxy being placed too high on the cannula. A device history record review showed no rejected inspections or quality issues during the production of the two provided lot number that could have contributed to the reported defect.

Event description:
It was reported that when administering a vaccine with a needle sftygld 25x1 rb, the needle broke in the patients arm. The need was removed from the patients arm with a gloved hand.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when administering a vaccine with a needle sftygld 25x1 rb, the needle broke in the patients arm. The need was removed from the patients arm with a gloved hand.